Manufacturer narrative:
The cannula was not returned for examination, so it was not possible to confirm whether there was a kink in the suction line and whether this actually led to the suction line being blocked. In production, all cannulas are 100% tested for a functioning suction system, so that it can be ruled out that cannulas without a functioning suction system reach the market. It could be possible that the error described occurred during storage, but this is only an assumption.

Event description:
1) what went wrong? Within the time frame of (B)(6) 2025 to (B)(6) 2025 it was detected by themedical staff that the subglottic port has a kink which prevents to aspire secretion.2) description of the health effects: no health effect described. It seems that suctioning secretion was not or hardly possible.